Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the lead was moved back into position and anchored in a different method. The patient was doing well postoperatively.